Event description:
Sorin group received a report that the stockert s5 system negative pressure display went blank for two of the ECMO bladder pressures during a procedure. The pressures reappeared when the module was moved to a different slot on the system console and the case was completed. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the stockert s5 system negative pressure display went blank for two of the ECMO bladder pressures during a procedure. The pressures reappeared when the module was moved to a different slot on the system console and the case was completed. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.